Event description:
It was reported that there were white floating particles in a small volume intermate. This was identified before use after the device was compounded with meropenem. There was no patient involved. No additional information.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Manufactured on january 07, 2015 ¿ january 08, 2015. The device was returned for evaluation. A visual inspection revealed white particulate matter floating .the cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.